Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used in the main brochus during a stent implantation procedure on (B)(6) 2011. According to the complainant, during the procedure, only 1cm of the ultraflex tracheobronchial covered stent could be released. Another of the same device was used to complete the procedure with no patient complications. The patient's condition was reported to be stable post procedure. Additional information received on (B)(6) 2011. The stent was implanted to treat a malignant tumor. The patient's anatomy was not tortuous nor was it dilated prior to the stent placement. Reportedly, the stent was partially deployed when it was removed from the patient.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information. The patient is over 18 years old. A review of the device history record (DHR) was performed; no anomalies were noted that could be related to this complaint. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label. Based on the details of the complaint, it is probable that the stent partially deployed as a result of anatomical or procedural factors encountered during the procedure; therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered stent was used in the main brochus during a stent implantation procedure on (B)(6), 2011. According to the complainant, during the procedure, only 1cm of the ultraflex tracheobronchial covered stent could be released. Another of the same device was used to complete the procedure with no patient complications. The patient's condition was reported to be stable post procedure.